Event description:
The customer reported that the generator was powered on but the needle would not activate. Although, the generator was rebooted and reset at 0 setting, the situation remained the same. The procedure was aborted. The patient was not injured.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been returned for evaluation. If the generator is returned, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.